Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their is no expiration date nor validity. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-07414.